Event description:
Home pt (hp) reports switching used solution bag to heater line spike and then back to final line, while troubleshooting through an alarm situation during "apd" treatment. Baxter tech assisted hp in ending treatment. No pt injury or medical intervention reported by rn.